Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("excruciating abdominal pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria hospitalization and clinically significant/intervention required), arthralgia ("joint pain") and rash ("rashes"). The patient was treated with surgery (essure was removed). Essure was withdrawn. At the time of the report, the abdominal pain, arthralgia and rash outcome was unknown. The reporter considered abdominal pain, arthralgia and rash to be related to essure. Most recent follow-up information incorporated above includes: on 8-dec-2016: correction: patient contact information is not available; description was pulled from media coverage. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced excruciating abdominal pain and was hospitalized. Essure was removed. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. As consumer contact information is not available, no further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced excruciating abdominal pain and was hospitalized. Essure was removed. The event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. As consumer contact information is not available, no further information could be obtained.